Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing a periodic, solid tone from their cardiac resynchronization therapy defibrillator (crt-d). It was noted the alert tones were triggered due to a magnet. The device remains in use. No patient complications have been reported as a result of this event.